Manufacturer narrative:
The investigation determined that non-reproducible, higher than expected troponin I results were obtained from two samples from the same patient processed using vitros troponin I es reagent with a vitros 5600 integrated system. A definitive assignable cause could not be determined. Vitros tropi es within run precision results were within acceptable guidelines, suggesting an instrument issue was not likely a contributing factor. Pre-analytical sample processing was ruled out as a contributing factor, as it was established that the customer was following the sample collection device manufacture¿s recommendation for sample centrifugation based on historical quality control results, a vitros tropi es lot 2540 performance issue is not a likely contributor to the event. However, the customer does not process a control fluid with a troponin I concentration at, or below the url. Therefore, the performance of the vitros tropi es reagent at, or below the url concentration of 0.034 ng/ml cannot be determined and a reagent issue could not be entirely ruled out as contributing to the event. A potential contributing factor is the vitros tropi es reagent pack itself. It was determined that expected results were obtained on the tropi es pack in use prior to and after the suspect tropi es pack. Inspection of the tropi es reagent pack in use at the time of the event revealed an issue with the piercing of one of the liquid reagent bottles seals on the reagent pack. It is possible that the compromised seal on the reagent pack bottle could have affected the fluid in that bottle and subsequently the tropi es results obtained using that pack.

Event description:
A customer obtained non-reproducible, higher than expected troponin I results from two samples from the same patient using vitros troponin I es reagent in combination with a vitros 5600 integrated system. Patient sample 1= 0.273, 0.18 ng/ml versus expected <0.012 ng/ml. Patient sample 2= 0.06 ng/ml versus expected <0.01 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The higher than expected troponin I es results were not reported from the laboratory. There were no allegations of patient harm as a result of the event. (B)(4).